Manufacturer narrative:
Device was not returned to the MFR. No further info is available on this pt or device. D6 - wrong device was initially reported on notice from pt's attorney. Serial number has been corrected to reflect that of device at issue. D7 - implant date has been corrected to that of appropriate device. D8 - explant date has been corrected to that of appropriate device. D10 - serial number of lead associated with this pulse generator has been corrected, and the model and serial number of the associated extension has been added. H4 - device MFR date has been corrected.

Event description:
Complaint received from litigant that implanted pulse generator "intermittently surged."